Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge damaged. The analysis results found that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received with the right gripping surface broken and fully fired. The instrument was tested for functionality with a test cartridge reload and it performed as intended. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, some unformed staples fell out inside the patient. It was unknown whether the staples fell out at the firing or before the firing. Another device was used to complete the case. There were no adverse consequences for the patient.